Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-03-03. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, a metal piece was found within the patient cavity that may have detached from the jaws of the device. The cavity was flushed twice, and an x-ray used to confirm that no piece remained inside. No patient injury resulted from the issue.

Manufacturer narrative:
One used ls1020 ligasure device was received for evaluation. Visual inspection of the returned device confirmed the reported issue. Visual inspection found a small wire guide tab on the jaws had broken off. A review of the device history records for this lot found no potentially contributing entries. Further examination of the device found no defects within the material. Energy dispersive spectrometry confirmed all main alloying elements were present at the fracture, with no foreign elements. The investigation identified the cause of the fracture as damage from an external force. However, the cause of the external force could not be reliably determined. No trend has been associated with this issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.